Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient is charging too frequently. The patient also stated that she charged her implantable neurostimulator (ins) before going to work and it was at 50%; the patient stated she does not run the battery below 50%. When she returned home, the ins said it was low and was blinking; the patient was wondering if the ins was bad. The patient noted that this issue began occurring a month ago, occurred twice last week, and again on the day of this report. It was confirmed that the ins was not dead, it was low. No symptoms were reported.

Manufacturer narrative:
This field was updated to reflect an event date clarification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.